Event description:
It was reported that the device alerted for right ventricular pacing lead impedance not taken. It was noted that the patient has had three emergency room visits due to this. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.